Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing and low p waves on the right atrial (ra) lead. It was also noted that there were episodes with invalid data. The lead and device remain in use. No patient complications have been reported as a result of this event.